Event description:
It was reported that upon implant the right ventricular (rv) lead helix would not extend. During the attempts to get the helix to extend the patient became very bradycardic and therefore another rv lead was implanted and the original rv lead was explanted. On the table it was noted that the helix took 40 to 50 turns to extend and an audible click was heard when it extended. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Blood was observed in/on the helix/lobe mechanism. The lead was tested and required 7 turns to extend the helix. No anomalies were found.